Manufacturer narrative:
H2: updates to section a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a 30 minute delay.

Manufacturer narrative:
H2/h6: the software analysis was completed. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735736 (software version: 2.1.0); h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0708 applies to power issues. A23 applies to software anomaly. A0908 applies to 2d images were reportedly no longer visible when surgeon was using instrument / registration looked to be rotated by 90 degrees. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were power issues and a software anomaly had occurred. This required the system to be rebooted into the application, where the 2d images were no longer visible when the surgeon was using the instrument. Additionally, the registration appeared to be rotated by 90 degrees and did not look the same as it did prior to experiencing power issues. Troubleshooting steps included confirming that re-centering did not resolve the issue and ensuring that images were not hidden. Checkpoints were not initially created, and the surgeon was unwilling to re-perform registration or re-import the patient exam. The length of surgical delay was pending. There was no impact on patient outcome.